Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/14/2013 with the following results: testing confirmed the text on the display screen is dim/faded and the text is discolored upon start up and difficult to read. . Increased the contrast setting to the maximum with little improvement observed. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration of text. Unrelated to this complaint, observed bolus button not responding to button presses. Removed button cover and found the internal plug contact is misaligned and contamination is present. Unable to obtain an audible alarm reading because of damaged bolus button. Also unrelated, the bolus button was not responding to button presses. Removed button cover and found the internal plug contact is misaligned and contamination is present. Unable to obtain an audible alarm reading because of damaged bolus button. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.